Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic video hemicolectomy procedure, this customer complained that the device didn't work. He reports that this device was correctly connected to the hand piece, then inserted in the patient, but then didn't cut the tissue. The operation was successfully carried out with a new device, so the hand piece correctly worked. Please note that the device involved in this complained has not the pad, it detached during the cleaning after the operation. There were no adverse consequences for the patient.